Event description:
It was reported that a patient presented with far field r-wave oversensing resulting in inappropriate mode switch on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.